Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp pain in my side') and dizziness ('sometimes I feel like I am going to faint, especially when I am driving') in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 2009 to 2014. Concurrent conditions included obesity. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dizziness (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swing"), fungal infection ("yeast infection"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rash papular ("bumpy rash that itches on my face and forehead"), asthenopia ("tired eyes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), neck pain ("neck pain that travels to the middle of the back of my head"), dysgeusia ("metallic taste in my mouth all the time") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, mood swings, vaginal haemorrhage, urinary tract infection, depression, anxiety, rash papular, migraine, nausea, vaginal discharge, asthenopia, fatigue, weight increased, alopecia, back pain, neck pain, dysgeusia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, asthenopia, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, rash papular, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / sharp pain in my side') and dizziness ('sometimes I feel like I am going to faint, especially when I am driving') in an adult female patient who had essure (batch no. B82474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 2009 to 2014. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dizziness (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swing"), fungal infection ("yeast infection"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rash papular ("bumpy rash that itches on my face and forehead"), asthenopia ("tired eyes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), neck pain ("neck pain that travels to the middle of the back of my head"), dysgeusia ("metallic taste in my mouth all the time") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, mood swings, vaginal haemorrhage, urinary tract infection, depression, anxiety, rash papular, migraine, nausea, vaginal discharge, asthenopia, fatigue, weight increased, alopecia, back pain, neck pain, dysgeusia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, asthenopia, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic pain, rash papular, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received. Case category changed from non-serious incident to serious incident. Event pelvic pain was upgraded. Date of essure removal was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.